Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2008, this patient underwent an endovascular repair of a thoracic aortic aneurysm using a gore tag thoracic endoprosthesis (tg3415/05903091) with a frozen elephant trunk technique. No issues were reported. The patient tolerated the procedure. On (B)(6) 2008, the patient was discharged. No issues were reported. The diameter of the aneurysm was 50 mm. Subsequent follow-up imaging showed no reported issues with the aneurysm measuring 40 mm; however on (B)(6) 2012, four year follow-up imaging showed that the diameter of the aneurysm enlarged to 47 mm. No endoleaks were reported. On (B)(6) 2012, a type ii endoleak of unknown origin was reported. On (B)(6) 2012, an embolization procedure was performed to repair the endoleak. The patient tolerated the procedure. On (B)(6) 2013, five year follow-up imaging showed that the diameter of the aneurysm was 50 mm. The endoleak was reportedly resolved, and no issues were reported. According to the cro in (B)(6), no further information is available.